Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused. The reporter stated that after 48 hours, the fluid was found only partially infused and there was condensation in the inner chamber. The device was a 5ml/hour infusor with a 230ml total volume dispensed with 5-fluouracil mixed with 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date: 7/17/2017 ¿ j7/18/2017. The device was returned containing approximately 70ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.